Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that a bur broke in the attachment. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.